Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patients pod was removed from the pod infusion site (abdomen) and it was discovered that the pods cannula was bent. In addition the patient was unsure the cannula was properly inserted as they had no visible puncture at the cannula insertion site. The patient was treated with intravenous fluids. The patient was released from the hospital the following day. The pod will not be returned as it has been discarded.